Manufacturer narrative:
Complaint reference #: (B)(4).

Event description:
The surgeon provided the following new information. Preoperatively, the patient's best corrected distance visual acuity (bcdva) was 20/20 and there was no significant decrease in bcdva compared to baseline. The initial surgery to implant the inlay was uneventful and the inlay appeared centered at the day 1 examination. The inlay decentration 10 days postoperatively was described as inferior-nasal and grade 3 epithelial ingrowth required intervention to lift, scrape, and suture the flap. At last examination on (B)(6) 2017, the patient was doing well with no ingrowth and bcdva improved to 20/15.

Manufacturer narrative:
The explanted corneal inlay has not been returned to the manufacturer at this time. The site is being contacted to determine whether it is still available for analysis. The device history record (DHR) review of the manufacturing lot was performed and there were no discrepancies or unusual findings related to the reported issue. Inlay shifts in position and epithelial ingrowth are listed in the device labeling as known potential risks. (B)(4).

Event description:
The patient underwent implantation of the raindrop corneal inlay on (B)(6) 2017. Postoperatively the patient presented with epithelial ingrowth and inlay decentration. The inlay was explanted on (B)(6) 2017. Additional information has been requested.

Manufacturer narrative:
The explanted inlay was discarded by the facility and is not available for evaluation. (B)(4). Device discarded by the facility.

Event description:
The clinic reported that after the inlay was explanted on (B)(6) 2017, the epithelial ingrowth re-grew in the right (operative) eye. On (B)(6) 2017, the ingrowth was removed and a new replacement inlay was implanted on (B)(6) 2017. Additional information has been requested.